Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Service confirmed that the ultrasonic medium was leaking. When the device was connected and operated according to the instruction manual, there were no other abnormalities observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the device for use during a diagnostic ultrasonography procedure, the subject device had a leakage of ultrasonic medium from the insertion tube. The issue was identified during the first use after delivery to the facility. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, due to perforation at the distal end sheath caused by external force that was likely applied when an indentation occurred at the distal end sheath, probe ultrasonic medium liquid leakage seems to have occurred. A definitive root cause cannot be identified. "Ultrasonic probe um-2r/um-3r/um-4r 6 operation 6.4 withdrawing from the endoscope when withdrawing the ultrasonic probe, always set the ultrasound system to the freeze mode. Withdrawing when the ultrasonic probe is rotating may result in damage the probe. When using a gastrointestinal scope with a forceps elevator or a rigid scope with a deflector, always lower the forceps elevator or the deflector before withdrawing the ultrasonic probe. Withdrawing the probe with the forceps elevator or the deflector raised may result in damage to the probe." Olympus will continue to monitor the field performance of this device.